Event description:
Experienced injection site pain [injection site pain]. Case description: this spontaneous case was received from a pharmacist and concerned a male child of unreported age. The patient's medical history and concomitant medications were not reported. On an unknown date the patient started treatment with nutropin aq (somatropin), for an unknown indication. The dose, frequency and batch number were not reported. On an unknown date the patient experienced pain, bleeding and minor bruising, all occurring at the injection site. Action taken with nutropin aq was not reported. The outcome of the event was not reported. The reporter stated that the events were caused by the nutropin pen as it took 2-3 attempts to press the dose knob in order to administer the medication. Case correction performed on (B)(4)-2010: labelling for 'fault with nutropin pen' added as unlisted. No further information is expected.